Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon initial inflation approximately 5 seconds at nominal pressure. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.